Event description:
It was reported that the bag disconnected from the supply line during drain cycle of the therapy. This occurred while the home patient (hp) was connected. The hp was going to dispose of the current supplies and start the therapy over using all new supplies. The hp did not have any further issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.